Event description:
The pulse generator met electrical test specifications. The condition of the pulse generator was consistent with conditions that exist after the explant procedure. The generator was not at end of service.

Event description:
Further follow up revealed that neurologist felt that the generator was nearing end of service; therefore, wanted to replace the generator prior to it reaching end of service. Battery life estimate was performed using known device settings. Battery life analysis revealed that the generator had approximately 2.41 years left until end of service.

Event description:
Vns pt underwent generator replacement surgery due to end of service. The device was implanted for less than the manufacturer two-year warranty period. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine whether the generator reached normal or premature end of service.